Event description:
An orsiro drug-eluting stent system was selected to treat a coronary lesion, but could not cross. No details about lesion details were provided yet.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned orsiro revealed that at its proximal end two stent struts are bent outwards. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.